Manufacturer narrative:
Manufacturer's investigation conclusion: the report that the left ventricular assist device (lvad) log files were not downloaded was confirmed through review of the submitted log files. The report that pump parameters were unable to be adjusted was not confirmed through this evaluation. A specific cause for the reported events could not be conclusively determined through this evaluation. Review of the submitted log files confirmed that the lvad log files did not contain data. The system otherwise appeared to be operating as intended at the set speed, and there were no other notable findings or alarms captured. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. Section 1 of the IFU provides an explanation of all pump parameters. Section 4 of the IFU, ¿heartmate touch communication system¿, provides instruction on how to view event and periodic records and how to export data. Section 4 also explains how to adjust pump speed. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, as well as the appropriate actions associated with them. The heartmate 3 lvas IFU rev. C, is also available. Section 4 ¿system monitor,¿ provides instructions on how to access and save stored device data. The current revisions of the IFU can also be found on the electronic IFU (eifu) page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that logfile download with the heartmate touch was interrupted every time when the pump log files were downloaded. No logfiles could be extracted. No alarms were displayed. The patient was noted to be stable. 2 different power modules and 2 different heartmate touch system's were tested but the issue did not resolve. An old system monitor was use which was able to extract log files, however the log files were empty and showed no entries. Pump parameters could not be adjusted. It was suspected it could be an issue with the eeprom memory chip which could be reset via a power cycling/ pump reset; however, this was not yet performed. The plan of care was to continue monitoring the patient. No equipment was exchanged.